Manufacturer narrative:
On 3-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and the true ref hole is blocked and no fluids are coming out of there. It was reported that during the afib. Procedure, after mapping with the octaray catheter and before advancing it again into the patient's body, the physician saw that the true ref hole is blocked and no fluids are coming out of there. A new catheter was opened and the procedure continued a ended successfully. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and patency test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. A patency test was performed, and during the analysis, an occlusion was detected. Further investigation revealed that reddish material was blocking the irrigation tube. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and the true ref hole is blocked and no fluids are coming out of there. It was reported that during the afib. Procedure, after mapping with the octaray catheter and before advancing it again into the patient's body, the physician saw that the true ref hole is blocked and no fluids are coming out of there. A new catheter was opened and the procedure continued a ended successfully. There was no patient consequence. Additional information received indicated no pump was used, it was a manual infusion bag with mechanical pressure device. Manual injection of heparin with increased pressured to open the blockage.